Manufacturer narrative:
An event regarding disassociation involving an metal head and accolade stem was reported. This was confirmed following a review by a clinical consultant. Method & results: - device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. "No material or manufacturing defects were observed on the surfaces examined." - medical records received and evaluation: a review by a clinical consultant noted: "cup malposition in absent anteversion plus medialized position with possibly also some heterotopic ossifications and patient obesity have contributed to an overload condition is the arthroplasty with catastrophic trunnion failure requiring revision". - device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: "cup malposition in absent anteversion plus medialized position with possibly also some heterotopic ossifications and patient obesity have contributed to an overload condition is the arthroplasty with catastrophic trunnion failure requiring revision. No further investigation for this event is possible at this time. Further information such as operative reports, & follow-up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the head was disassociated on x-ray. Everything came out. Zimmer components went in.